Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - initial reporter mention "needle created big holes and slippage for the suture" please describe what quality issue was experienced with the product? - is the quality issue specific to the device or patient consequence? - was there any patient consequence? - can you identify the product code of the device? - can you identify the lot number of the device?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The needle created big holes and slippage for the suture. No adverse impact patient/user was reported. Additional information was requested.